Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as "low¿; however, a specific value was not provided; cause was unknown. Customer consumed carbohydrates to address bg. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.